Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: 543763; product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7111843; product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7111579; product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7075736. The explanted devices will not be returned to bsc for analysis as they were kept by the hospital.

Event description:
The patient's spinal cord stimulation system was explanted due to an infection near the epidural space. The patient's symptoms included back pain, headaches and fever. The patient was subsequently placed on antibiotics as a result of the infection. The physician does not know the cause of the infection.